Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent atrial undersensing. Technical services (ts) reviewed troubleshooting options. It was noted that smart blanking was programmed on, and it was not possible to program the interval any shorter. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.